Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-52 lead; 7122-65 st jude lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not last as long as they expected. The device remains in use. A replacement was planned. No patient complications have been reported as a result of this event.